Manufacturer narrative:
The user was using the software on a screen with a display resolution that was not the default one. The reported behaviour could not be reproduced in a testing environment with a normal intended use without modifying system variables. No complaints have ever been reported to roche diagnostics with a similar behaviour. Additionally, the har file generated while reproducing the allegation was requested for investigation, but it could not be provided. Without this file, the allegation cannot be verified as a product issue. Moreover, the customer confirmed that it is a single-time occurrence and that no patient has been harmed due to the reported behavior. There was no evidence of a general product problem, but due to the limited information and data provided, no further investigation was possible. The cause of the event could not be determined.

Event description:
The initial reporter stated there was an issue with the roche digital pathology dx /navify® digital pathology (on prem) software. The customer alleges that pathologists in their lab are experiencing inconsistent behavior with the annotation tools. Sometimes the line measurement annotation of the image does not correspond with the visual scale of the image. The measurement (of several parameters such as the thickness of melanoma and margins) is a part of a primary diagnosis and could affect diagnostic accuracy. Nevertheless, the issue has not affected any patient's diagnosis.